Event description:
Home patient (hp) reported feeling pain in left shoulder, similar to excess air, while performing automated peritoneal dialysis therapy with the homechoice cycler. Home patient states he felt pain after disconnecting himself from the patient line of the set during therapy and then reconnecting. Home patient states he felt pain 2 nights in a row, 9/13/98 and 9/14/98. Home patient states excessive air may have been due to user error; however, home patient was not certain and requested his homechoice cycler be replaced. Home patient states there was no patient injury or medical intervention resulting from this incident.